Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: lnq11 linq, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma and their implantable pulse generator (ipg) pocket was evacuated. The ipg remains in use. No further patient complications have been reported as a result of this event.